Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, itis similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 3.5 x 23 mm absorb bioresorbable vascular scaffold (bvs) in the proximal left anterior descending (lad) artery. On (B)(6) 2018, the patient presented with chest pain, which was treated as acute coronary syndrome (acs). The patient was reviewed by cardiology and it was felt that the patient did not have acs and arranged for a stress echo. No additional information was provided.